Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and it was confirmed the unit intermittently failed the pressure transducer and flow transducer tests. Issue was resolved by replacing the nozzle unit of the air gas module and pcb monitoring. Unit passed all tests and calibrations to manufacturer standard and was released for clinical use. However, no part returned for investigation. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Pcb monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure.

Event description:
Manufacturer's ref. #: (B)(4).